Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, pseudocystic encapsulation, was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Langer c, wittekindt c. Adverse event of hyaluronic acid filler injections - two case reports. Laryngo-rhino-otologie 2018; 97(s02): 306 - 306. Doi:10.1055/s-0038-1640794.

Event description:
This case is linked to 2135225-2019-00069. This literature report from (B)(6) concerns a female patient. She was injected intradermally with hyaluronic acid into the cheek region, some years prior to presentation. On an unknown date after the treatment with hyaluronic acid, the patient developed pseudocystic encapsulation. The patient showed a bilateral nodule in the hyaluronic acid treated region without inflammatory signs, which was first assumed to be a sialadenosis. Sonography and MRI examination showed liquid subdermal areas without contact to the salivary glands. Diagnostic puncture of the cysts was performed, and a few milliliters of opaque secretion was sent to cytological examination which showed granulocytes, protein parts and foreign-body giant cells. The cystic lesions were interpreted as pseudocystic encapsulation as late adverse event of the hyaluronic acid injection. Multiple punctures of the liquid were performed and reduced the cysts to a tolerable minimum. The outcome of the event was reported as resolving. In the opinion of the author, pseudocystic encapsulations as late adverse event of an aesthetic treatment with injected hyaluronic acid could be a diagnostic and therapeutic challenge.

Event description:
Follow-up information was received on 30-jul-2019: the author reported that she was not informed which product was used, but noted that the patient made a note of the active substance and said that hyaluronic acid was injected. As reported, the patient was injected with hyaluronic acid in turkey.